Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this was a bootstock model that was setting up to use for training so no patient was involved , therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that the pump died after the device alarmed low battery and it was charged for several time. This was a bootstock model that was setting up to use for training so no patient was involved . The device was not holding charge once the mains charging lead was removed then alarmed low battery and switched itself off .